Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: if is probable that the image was not displayed and poor colored image occurred due to failure of charged coupled device. If is probable that water penetrated from cut on the able and it got failed. The event can be detected/prevented by following the instructions for use which state: about flood into the cable, we confirmed the contents of the instruction manual and found the description below. We judge that the phenomena can be prevented by the description. Never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image and poor color image due to faulty charged coupled device (ccd) . The additional findings include; a cut on the cable, a smashed connector tip; and a failed leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the hd camera head image does not appear. The issue was found during preparation for use prior to an unknown diagnostic procedure. There were no reports of patient harm.